Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were hospitalized for experiencing high blood glucose and diabetic ketoacidosis on (B)(6) 2022. The customer¿s blood glucose level was over 500 mg/dl at the time of incident. The customer was treated high blood glucose with intravenous insulin drip at the time of hospitalization. Customer reported that insulin pump was getting no delivery alarm. Troubleshooting was performed. The device will not be returned for analysis. No further patient complications were reported.